Event description:
A hemodynamically unstable pt was en-route to the critical care unit following open heart surgery, when the alaris IV pump with guardrails suite mx software suddenly malfunctioned, simultaneously ceasing the infusion of four vasopressor agents. The malfunctioning IV pump produced an error message along with visual and auditory alarms. Due to the swift actions of the accompanying clinicians no adverse outcomes occurred; however, the potential for harm was significant. Over the past four months there have been several similar episodes of the alaris IV pump malfunction in two separate critical care units. Seemingly the alaris IV pumps function normally only after the wireless card is physically removed from the pump, which bypasses pt safety features.